Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt, perforation and deep vein thrombosis (dvt) status post filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt, nor does it prevent the formation of dvt or other clots (thrombosis). Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt, perforation and deep vein thrombosis (dvt) status post filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was lower extremity dvt and pulmonary thromboembolism (pe). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The physician advised the patient that the optease filter should be removed within sixty to ninety days unless there were compelling reasons not to. The report states that the filter subsequently malfunctioned including filter tilt, perforation and deep vein thrombosis (dvt) status post filter. Approximately two months after implant, a CT scan revealed a marked clearance of total pulmonary embolic burden with small residual emboli when compared to the scan at the time of filter implant, and an incompletely visualized ivc filter. Approximately a year and three months after implant, the patient was admitted for back pain and gross hematuria, related to degenerative joint disease (djd) of the spine, anticoagulation and urinary tract infection (uti). An ultrasound confirmed ongoing chronic dvt. Medication adjustments were made. About four years post implant, the patient presented with left arm numbness. A CT of the head was negative, and a chest was also negative for pe. The patient was diagnosed with spinal djd and discharged home and referred for consult to rule out multiple sclerosis. Five months after this visit, the patient presented as a stroke alert. A CT of the head was negative for changes. A CT of chest revealed a chronic or possibly acute embolus in a small pulmonary branch, no central pulmonary embolic burden noted. An ultrasound (u/s) revealed bilateral lower extremity dvt. Approximately eight years after the filter was implanted, the patient was admitted for dvt and medication adjustments; and about a month later, presented with dvt of bilateral lower extremities and medication adjustments were also made. Eight months later, the patient was seen again with shortness of breath. A chest x-ray revealed no acute cardiopulmonary process. An u/s revealed extensive dvt. About nine years and four months after the filter was implanted, a computerized tomography (CT) scan revealed an infrarenal filter with 10-degree tilt; there is a 0.4cm perforation in the posterior aspect of the filter, no fracture noted. Multiple collateral abdominal vessels are noted. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of filter struts outside the ivc, blood clots, clotting and occlusion of the ivc, and anxiety related to the filter.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Collateral circulation, anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt, perforation and deep vein thrombosis (dvt) status post filter. Per the implant records, the filter was indicated for lower extremity dvt and pulmonary thromboembolism. After adopting standard protocol for asepsis, the right common femoral vein was punctured with a micropuncture set, and a guidewire was advanced into the right atrium over an introducer sheath into the distal right common iliac vein artery to perform an inferior venacavogram. The examination revealed a single, normal caliber open inferior vena cava (ivc) with the renal veins entering at the l1-l2 intervertebral space. The optease temporary filter was deployed below the renal veins. A post procedure inferior vena cavogram showed optimal filter landing and absence of complications. The patient tolerated the procedure well. The physician advised the patient and the referring service that the optease filter should be removed within sixty to ninety days unless there were compelling reasons not to. About two months after the filter was implanted, a computerized tomography (CT) scan of the chest revealed marked clearance of total pulmonary embolic burden with small residual emboli, and an incompletely visualized ivc filter. Approximately a year and three months after the filter was implanted, the patient was admitted for back pain and gross hematuria, related to degenerative joint disease (djd) of the spine, anticoagulation and urinary tract infection (uti). An ultrasound confirmed ongoing chronic dvt. Medication adjustments were made. About four years post implantation, the patient presented with left arm numbness. A CT of the head was negative, and a chest was also negative for pe. The patient was diagnosed with spinal djd and discharged home, and referred for consult to rule out multiple sclerosis. Five months after this visit, the patient presented as a stroke alert. A CT of the head was negative for changes. A CT of chest revealed a chronic or possibly acute embolus in a small pulmonary branch, no central pulmonary embolic burden noted. An ultrasound (u/s) revealed bilateral lower extremity dvt. Approximately eight years after the filter was implanted, the patient was admitted for dvt and medication adjustments; and about a month later, presented with dvt of bilateral lower extremities and medication adjustments were also made. Eight months later, the patient was seen again with shortness of breath. A chest x-ray revealed no acute cardiopulmonary process. An u/s revealed extensive dvt. About nine years and four months after the filter was implanted, a computerized tomography (CT) scan revealed an infrarenal filter with 10-degree tilt; there is a 0.4cm perforation in the posterior aspect of the filter, no fracture noted. Multiple collateral abdominal vessels are noted. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of filter struts outside the ivc, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately nine years and four months after the filter implantation. The patient further experienced anxiety related to the filter.